Manufacturer narrative:
The device history record was reviewed and nothing could be found that could contribute to the event. The device was not returned and the complaintant's event could not be verified. The cause of the event could not be determined without device evaluation.

Event description:
It was reported that during a partial rotator cuff repair the surgeon could not remove the anchor, and the button became loose. The anchor and button was removed from the pt and discarded. A different type of implant was used (ar-1925 bf) which broke, all pieces were retrieved and discarded. The procedure was completed with another, third, type of implant. The case was delayed over thirty mins and no adverse pt consequences were reported. This is one of two event for the same case reported. This device is used for treatment.